Event description:
It was reported to adac that the irregular printout reports the horizontal and vertical collimators as width and height on text printouts, which may be incorrect. No injuries were reported as a result of this issue.